Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
The patient reported that the device had under-delivered medication. According to the report, the pump functioned intermittently for approximately one day before stopping completely, with an estimated 450 ml of medication remaining in the reservoir. The patient also indicated that a previous issue had been reported with the same pump and that the spare batteries were depleted. The event occurred during infusion in the patient's home. Patient involvement was reported; however, no patient harm resulted from the event.